Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was recoverable fault 25748 during system startup. The customer pressed 'recover'; however, the same issue persisted. The procedure was aborted with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the sp cannula arm detector (scad). The system was verified and ready for use.